Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2221504 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) had cracked and the sealant was exposed before closing. Hemostasis was achieved via manual compression, which lasted 30 minutes, followed by sandbag. There were no reports of patient injury. The mynx device was found to be defective. The crack was found toward where the sealant is delivered/deployed. The issue occurred before entering the sheath. The intended procedure was an angiogram with intervention. The user is trained to the use of the mynx device. The mynx vcd was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer were verified on angiography. The vessel type was the common femoral artery (cfa). The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynx control vascular closure device (vcd) had cracked and the sealant was exposed before closing. Hemostasis was achieved via manual compression, which lasted 30 minutes, followed by sandbag. There were no reports of patient injury. The mynx device was found to be defective. The crack was found toward where the sealant is delivered/deployed. The issue occurred before entering the sheath. The intended procedure was an angiogram with intervention. The user is trained to the use of the mynx device. The mynx vcd was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer were verified on angiography. The vessel type was the common femoral artery (cfa). The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, and the syringe was connected to the device with the stopcock open. The sealant sleeve assembly was observed in good condition, and the sealant remained in the manufacturing position, exposure to moisture as received. No cracks, damages or anomalies were observed on the returned device. The procedure sheath was not returned with the device. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed no damages in the sealant sleeve assembly, nor in the atraumatic tip of the returned device, and the sealant remained in the manufacturing position. A product history record (phr) review of lot f2221504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system cracked- during prep¿ and ¿deployment difficulty-premature¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.